Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial# (B)(6) implanted: explanted: product type accessory product ID a820 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown intrathecal medication via an implanted pump for an unknown indication for use. It was reported the patient had a new pump placed on (B)(6) 2024 and received a handset. It was noted the handset/communicator was taking longer to connect to the pump. It was reported the handset sometimes did not respond to the "swipe" command, and it took several times. The patient was told he could get a bolus within 7 seconds, usually takes 1-3 minutes to connect and up to a minute to deliver the bolus. It was reported at first, it did take 7 seconds to deliver a bolus. Pss reviewed general use and communicator placement to deliver a bolus. The patient had the pump in the back and had multiple complaints about the new technology and setup. The patient preferred the 8835 as it takes too long to get a bolus. The patient did not like that it needed to be charged and that it was bulky and an inconvenient to carry around. Pss advised that he talk to his physician at his next visit. The patient was concerned that the new equipment would not help. Ultimately, the patient decided to wait and speak to the physician. If he continued to have problems or problems progress to a bigger situation, the patient would call back. Additional information was received from a consumer on 2024-07-01 and it was reported it took "1-3 minutes" to get a bolus after it would only be 7 seconds at the beginning and how it takes two hands to connect. It was noted with the pump being in their back it was "cumbersome." The patient does receive 12 bolus's per day. Agent informed patient the more they connect to the ptm the more information is stored in the device. It was also reported the patient had "a great deal of pain" and mentioned they have fentanyl, ketamine and bupivacaine in their pump. The patient had spoke to their doctor about using the older 8835 ptm device. The patient also asked how often to charge the communicator. Agent informed patient to charge both devices once a day. Agent had patient try to connect to the personal therapy manager (ptm) while on call and would receive no pump response message, but then was able to receive bolus. Agent had the patient reset communicator and if issues continue to call back. The patient called back on the same day and the patient was told by their doctor they have a synchromed iii but they were told that there was only synchromed I and synchromed ii available. The patient inquired if the 8835 was compatible with current pump or not. Agent assisted the patient in connecting to pump and via the patient¿s external equipment, the model name and number and serial number were obtained. Agent reviewed external equipment considerations and redirected to the hcp. Additional information was received from the patient who reported that the ptm (personal therapy manager) was still taking a long time to connect to the pump. A replacement communicator was requested from the repair department because the patient had called multiple times and lots of troubleshooting had been done, but the patient was still having slow/intermittent connection issue where the connection to the pump was taking up to almost 2 minutes. No patient injury reported. (B)(6) 2024. (B)(4), (hcp, con): additional information was received from the patient's healthcare provider (hcp). It was reported that the patient reported the same issue with delayed telemetry. The patient stated it was fast to begin with when the handset was replaced, but now it was taking a few minutes for each bolus. The manufacturer's technical services specialist (tss) had the hcp clear the patient data services (pds) data to see if that would improve telemetry time. The hcp stated that they resynced it and that it went through quite fast with very little delay.